Event description:
Primary stability not achieved, implant was completely covered with bone, diabetes mellitus, smoker, periodontal disease, complication in site preparation, immediate implantation, inadequate bone quality/quantity, mobility.